Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the k-wire device became stuck in the quick coupling device. It was reported that the scrub nurse attached the wire driver of the quick coupling into small battery drive device and loaded a k-wire device into the driver. When the trigger was pulled to grab the k-wire device and drill powered, the driver made a loud "grinding" noise. It was reported that the k-wire device then became stuck in the quick coupling attachment device. It was reported that pliers were used to pull the k-wire device out of the quick coupling attachment device. The facility confirmed that the small battery drive device was not faulty as another k-wire attachment device (quick coupling) worked as expected when used with the device. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. It was reported that there was no impact to the patient's outcome or safety. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the coupling on the tool side was worn out and clamps out of range. It was further determined that the device failed pre-test for check clamping range. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.